Manufacturer narrative:
Tower, model unknown, binocular omni-orientation (boom) monitor, model unknown. In speaking with olympus via the phone, the user stated they wiped the gold contacts and did not identify any debris or visible damage on the socket. The unit's power was cycled multiple times on the unit and the image returned. An olympus technician went on-site and cleaned the connectors. The user was advised to send out the device for investigation. The device has not been returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The user facility reported to olympus, the evis exera iii xenon light source scope displayed the image, however it was white on both the boom monitor and the gi tower monitor, during a colonoscopy procedure. The error message received was 'communication error, notify olympus.' The procedure was completed without further issue using the original endoscope. A (20) minute procedural delay occurred while the patient was under monitor anesthesia care (mac). There was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the submitted information and the results of the field survey, and since the event did not reoccur after replacing the endoscope and inspecting the electrical contacts of the output connector, it is possible the dimming function was defective. Also, when the same phenomenon occurs, the error displayed on the monitor was "e216 scope communication err, contact olympus." There is a high possibility that the image may have become blank due to poor communication with the endoscope.